Event description:
On (B)(6), 2007, the patient reportedly underwent a cervical nucleoplasty procedure without any incident. During the microdiscectomy, 1 mm of metal debris discovered at c6-c7 during a myleography and was removed in the same procedure. There was no reported injury to the patient. Patient had been administered an antibiotic.

Manufacturer narrative:
The device was discarded following the original procedure, therefore, a complete investigation could not be performed. A review of the lot history record was performed. The device met all specifications. No conclusion can be made.